Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained.  The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an issue with the use of freestyle librelink in conjunction with freestyle librelink up. The caregiver indicated that freestyle librelink did not transfer data to freestyle librelinkup and therefore was unable to monitor the users glucose levels. The customer experienced symptoms of hypoglycemia including weakness, hand tremors, sweating and required treatment of oral glucose provided by the caregiver. There was no report of death or permanent impairment associated with this event.

Event description:
A caregiver reported an issue with the use of freestyle librelink in conjunction with freestyle librelink up. The caregiver indicated that freestyle librelink did not transfer data to freestyle librelinkup and therefore was unable to monitor the users glucose levels. The customer experienced symptoms of hypoglycemia including weakness, hand tremors, sweating and required treatment of oral glucose provided by the caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The librelinkup complaint was investigated and determined that there were no issues with the librelinkup application that would have led to the complaint. The user reported librelinkup connection issue. Attempted to replicate the user¿s complaint using configuration of iphone 13 mini ios 17.0.3 for fsll app version 2.10.1.10406 with iphone xr ios 16.5 librelinkup app version 4.8.0 and google pixel 4a android 13 librelinkup app version 4.8.0; and samsung galaxy s10 android 12 for app version 2.10.1.10406 with iphone 13 mini ios 17.0.3 for librelinkup app version 4.8.0 and google pixel 4a android 13 for librelinkup app version 4.8. 0 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.